Event description:
It was reported that noise and oversensing on the right atrial (ra) channel was observed during the initial implant of this pacemaker. Impedance remained unchanged and was within normal limits. The lead was connected to the pacing system analyzer (psa) cables with no reproducible noise. The physician connected the ra lead into the newly implanted pacemaker and noted the lead did not push into the header like it normally does. Subsequently, the decision was made to replace the pacemaker with a different one. It was also decided to replace the atrial lead as the physician was unsure at the time if the issue was with the device header or the terminal pin. No adverse patient effects were reported. Device and lead return are expected.

Event description:
It was reported that noise and oversensing on the right atrial (ra) channel was observed during the initial implant of this pacemaker. Impedance remained unchanged and was within normal limits. The lead was connected to the pacing system analyzer (psa) cables with no reproducible noise. The physician connected the ra lead into the newly implanted pacemaker and noted the lead did not push into the header like it normally does. Subsequently, the decision was made to replace the pacemaker with a different one. It was also decided to replace the atrial lead as the physician was unsure at the time if the issue was with the device header or the terminal pin. No adverse patient effects were reported. Device and lead return are expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that noise and oversensing on the right atrial (ra) channel was observed during the initial implant of this pacemaker. Impedance remained unchanged and was within normal limits. The lead was connected to the pacing system analyzer (psa) cables with no reproducible noise. The physician connected the ra lead into the newly implanted pacemaker and noted the lead did not push into the header like it normally does. Subsequently, the decision was made to replace the pacemaker with a different one. It was also decided to replace the atrial lead as the physician was unsure at the time if the issue was with the device header or the terminal pin. No adverse patient effects were reported. Device and lead return are expected.